Manufacturer narrative:
(B)(4). The customer reported that the device caught on fire during testing. There was no report of pt impact or involvement, and description on the nature of the fire. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device caught on fire during testing. There was no report of pt impact or involvement, and description on the nature of the fire.